Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and suffered several unexplained systemic symptoms, including unspecified illness and losing shape. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation sometime in (B)(6) 2021. The explantation date was estimated as (B)(6) 2021 based on available information. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and suffered several unexplained systemic symptoms, including unspecified illness and losing shape. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation sometime in (B)(6) 2021. The explantation date was estimated as (B)(6) 2021 based on available information. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. This report is for the right-sided prosthesis.